Event description:
It was reported that this product was returned with no reported product performance issues and no reported adverse patient effects. Analysis completed in our post market quality assurance laboratory identified a product performance issue.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Visual inspection showed a crack in the polycin vorite notch area next to sense b electrode, extending into insulation. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits.